Event description:
Additional information was received which reported that the patient recently went to her healthcare provider to have her sutures removed after ¿months of device removal¿.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0715n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
After further review, it was noted that it ¿didn¿t work for me¿. It was reported that the patient could not hardly lay down. It was also noted that the patient was ¿just really not happy¿ with healthcare provider not addressing patient concerns. It was noted that the patient was ¿so miserable¿ while device was implanted.

Event description:
It was reported the patient¿s device was removed four weeks after implant due to an allergic reaction to nickel. There were ¿red bumps and it was very itchy.¿ it was indicated that the healthcare provider was ¿not too concerned¿ about it and thought it was due to the sutures. The patient had been feeling better since the device was removed. It was still red and itchy, but it seemed to be getting better. It was noted the patient was using a lot of ¿anti-itch¿ cream. A rash was also noted. The paper tape was not staying on because of the rash. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).